Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise, spike in impedance and polarity switch. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).